Event description:
The customer created a plan using dmpo and the mlc is outside the field are open. Dose was given through the openings for 1 fraction. The plan was then re-optimized, and the patient treated thereafter with the modified plan. No manual motion of mlc was recorded in transcript files.

Manufacturer narrative:
Evaluation of this event concluded that the mlc opens far from target, and the max mlc display does not show. The newest software version does not exhibit this behavior. This software issue has been determined not to be a potential safety related problem and has been resolved in the newest software release.